Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a procedure the radiofrequency ablation generator was unable to pull up electrocardiogram signals, that on one channel it did not seem to have any output to the system. The procedure was able to be completed successfully. It was further noted that the generator was unable to communicate with the mac lab equipment during testing the generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the device being unable to pull up electrocardiogram signals, that on one channel there did not seem to be any output to the system, the device passed all incoming visual inspection and electrical tests, it was opened and inspected with no faults found and it passed all final functional and quality assurance tests. The device was also calibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.